Manufacturer narrative:
Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. The device was used for an off label indication. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Akram, h., miller, s., lagrata, s., hyam, j., jahanshahi, m., hariz, m., matharu, m., zrinzo, l. Ventral tegmental area deep brain stimulation for refractory chronic cluster headache. Neurology. 2016. 86:1¿7. Summary: to present outcomes in a cohort of medically intractable chronic cluster headache (cch) patients treated with ventral tegmental area (vta) deep brain stimulation (dbs). Reported event for patient 16: a (B)(6) female patient who had received an occipital nerve stimulator (ons) implanted to treat their chronic cluster headache (cch) failed to respond adequately with limited or short lasting effect. As a result they had their ons device explanted in exchange for a deep brain stimulation (dbs) system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.